Event description:
The reporter indicated that far-field-sensing in "pvarp" was seen, usually the t-wave. Atrial sensitivity was >0.5, and the lead was implanted towards the bottom of the atrium because of the pt's physiology.